Manufacturer narrative:
(B)(4).

Event description:
Based on the investigation performed by pentax, completed on 10/31/2016, it is reasonable to conclude the most probable root cause for the event is unknown as the patient allergic reaction is an isolated incident involving a single patient at this facility. Since the facility did not return the unit for evaluation as it functioned as intended and a serial number was not provided, a device history review or service history could not be performed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.

Manufacturer narrative:
The device will not be returned as the facility stated the fiberscope did not malfunction. (B)(4).

Event description:
On (B)(6) 2015, pentax medical was made aware of a report involving a patient, who, during a recent visit, had a severe allergic reaction after a procedure with fiber naso pharyngo laryngoscope model fnl-10rp3/serial number unknown. Additional information was received from the facility contact on (B)(6) 2015 (via telephone communication) and (B)(6) 2015 (via email communication), which stated the patient displayed hives (welts) and experienced chest tightness immediately after the procedure. The patient was given benadryl at the facility. When the ambulance arrived, the patient was hooked up to an EKG and was given an IV. The facility stated they are not certain if the patient was admitted or treated at the emergency room of john dempsey hospital. Additional medical intervention which occurred at the hospital: negative EKG, epinephrine, dose ordered: adult: 0.3 mg, route: im, duoneb, dose ordered: 3 ml, route: nebulizer, benadryl 50mg, sodium chloride 0.9%, intravenous, dose ordered: 1000 ml, route: IV fluids, pepcid, dose ordered: 20 mg, route: IV push, solu-medrol, dose ordered: 125 mg, route: IV push. In addition, the facility reported the patient is stable and was well the following day. The facility stated they do not know the cause of the allergic reaction, however, they are awaiting the patient's allergy test results. The facility stated since no malfunction occurred with the fiber naso pharyngo laryngoscope, it was not removed from use after the event occurred, and will not be returned to pentax medical for evaluation. In addition, the facility stated that since the event occurred, the fiber naso pharyngo laryngoscope has been in use with no reported issues. A definitive serial number for the fiber naso pharyngo laryngoscope could not be determined at this time, as a search of our internal enterprise resource planning (erp) system shows the facility currently has multiple units of this model in their possession.